Event description:
It was reported that the field representative was unable to interrogate this cardiac resynchronization therapy pacemaker (crt-p). Additional information was requested and the field representative provided the interrogation issue was not resolved. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.